Event description:
Related to MFR report # 2183959-2012-01516. It was reported by the plaintiff's attorney that on or about (B)(6), 2009, the plaintiff was implanted with a miniarc single-incision sling "for treatment of pelvic organ prolapse and urinary incontinence." It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, scarring, granuloma formation, infection, extreme pain, erosion of her internal bodily tissue," "significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury," and has had "other injuries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.